Event description:
It was reported the pt had the pump refilled in 2008, and about 2 days later, he experienced overdose symptoms of difficulty breathing, drowsiness, slurred speech, somnolence and was disoriented. The pt went to the hosp where the hcp and the MFR's rep decreased the dose. The pt was released from the hosp and "24 hours later felt better". The hcp additionally reported the dose was decreased from 5.25 mg/day to 5.0 mg/day. The somnolence resolved. The drugs in the pump were dilaudid and bupivicaine. The pt recovered without sequela.